Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6) 2013.

Event description:
It was reported that the device pocket migrated inferiorly which caused the right ventricular (rv) lead to pull back and dislodge. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.